Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2019 with the following findings: during investigation, the black box download verified one power on reset after a low battery alert on (B)(6)2019. The pump was returned with a cracked battery compartment above the grip pad . The battery cap was not returned with the pump. A test battery cap was able to fully secure to the pump and maintain power connection . There was no rebooting or power loss duplicated with test cap. There was no evidence of moisture ingress or power related defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue. It was reported that the battery compartment was cracked but there was no damage to the battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.